Manufacturer narrative:
Model number listed is the xeridiem part number for the reported product. Catalog number listed is corresponding part number for boston scientific corporation, the exclusive distributor for the product. This information is the best available to date but is not believed to be correct. Device was not available to be returned for evaluation. Xeridiem is legal manufacturer for the device and boston scientific is our exclusive distributor. Therefore the initial reporter to xeridiem is a person associated with boston scientific. 510(k) number is the one applicable for the reported model number/catalog number. See d4 comment above. Since the device was not returned for evaluation, a definite root cause for the reported problem on this device could not be determined. Device was not available for evaluation.

Event description:
Patient was an outpatient about a week before the event. They were unable to deflate the balloon. Their plan was to send him to gastroenterologist to see if they could do anything about it but he will likely go under sedation to have it removed.